Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Bad maintenance. Corrosion on the cartridge, cap assembly and gear teeth. Full of debris inside of head assembly housing. Ran attachment on shortly tool and it never got hot.

Event description:
It was reported that a midwest low speed attachment overheated; no injury resulted.